Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins (2 negative pins and 1 data pin), which was observed during physical inspection and considered confirmed. The rear case was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device had depressed battery pins. There was no patient involvement.